Manufacturer narrative:
Additional information provided from mw (B)(4). The report of an unintended pca dose being delivered could not be confirmed or replicated. Neither the associated pcu nor its event log detailing the key press programming and drug selection were provided. The pca event log recorded an alarm for a pca dose request button stuck error when it was powered on and again during programming. The pca log showed that the module received a pca request after completion of programming and delivered 1ml. During the infusion the device alarmed again for the dose request button being stuck. It could not be ascertained if the dose requested was unintended. The fact that the pca delivered the dose suggests the dose was available, did not violate any guardrail limits, and was within the programmed settings for the patient. Extensive testing replicated the pca dose request button stuck error repeatedly but did not replicate any occurrence of an unintended pca dose being administered. The cause for the pca dose request button stuck error is a malfunctioning display board. The root cause for the malfunction was not determined.

Event description:
Received a copy of the customer's medsun report from the FDA on 12/20/2017 which states: post operative patient - bd/alaris pca pump apparently gave an uncommanded dose - noted by the rn and immediately stopped. The device was tested with no problems, scheduled to be sent to alaris and was lost in shipping. It returned to the facility and will be sent to alaris for analysis.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris pca pump module (8120) administered a unrequested dose per the rn at bedside. When the device was initially set up there was an error indicating the med could not be delivered as a dose had just been given. The cord was swapped out and the problem recurred, indicating the issue is with the device. The device will be returned to alaris for evaluation. Rn states that no more than .2 ml uncommanded medication was delivered to patient and no change in patient condition was noted dose administration."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unintended dose of approximately 0.2ml of hydromorphone was delivered to a patient that needed the pain medication. The line was clamped off. There was no patient harm.